Manufacturer narrative:
(B)(4) the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 8, 2018 that an ultraflex tracheobronchial covered distal release stent was to be used to treat an airway stenosis due to malignant tumor in the right principal bronchus during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patients anatomy was not tortuous and was dilated during stent placement. According to the complainant, during the procedure, high resistance was noted when the delivery system was tried to cross the lesion. The anatomy was dilated and the stent was successfully deployed. Subsequently, the end part of stent was noted to have unraveled. The stent was removed from the patient with the use of forceps and the procedure was not completed. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A deployed ultraflex tracheobronchial covered distal release stent was received for analysis; the delivery system was not returned. A visual examination of the returned device found one row of the stent knit was unraveled. The stent was measured to be within specifications. No other issues with the stent were noted. The reported event of stent unraveled was confirmed. The resistance and continuous attempts to cross the delivery system through the lesion, and the applied force during withdrawal attempts may have damaged the structural shape of the stent. Taking all available information into consideration, the investigation concluded that the observed failure and the reported event were likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on february 8, 2018 that an ultraflex tracheobronchial covered distal release stent was to be used to treat an airway stenosis due to malignant tumor in the right principal bronchus during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patients anatomy was not tortuous and was dilated during stent placement. According to the complainant, during the procedure, high resistance was noted when the delivery system was tried to cross the lesion. The anatomy was dilated and the stent was successfully deployed. Subsequently, the end part of stent was noted to have unraveled. The stent was removed from the patient with the use of forceps and the procedure was not completed. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.